Event description:
The customer obtained discordant, reproducible vitros tsh patient results for two different samples obtained from a single patient (serial sample 1 results = 24.6 and 25.0 miu/l) while using a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The tsh result from the first serial patient sample was reported from the laboratory to a clinician. Subsequent serial patient samples were run (serial sample 2 result = 6.43 miu/l; serial sample 3 result = 5.60 miu/l; repeat serial sample 2 result = 6.29 miu/l), however, a corrected report was not issued as no treatment was changed, initiated or withheld based on the tsh results from serial sample 1. There were no allegations of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discordant, reproducible vitros tsh patient results were obtained for two different patient samples drawn from a single patient, when compared to other serial sample tsh results. The investigation could not determine a definitive root cause. There is no evidence to suggest that the vitros 5600 analyzer or vitros tsh reagent had malfunctioned or that sample mix-up occurred.